Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific despite good faith efforts thus far; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. Additional information received on 19-jun-2025 via good faith effort response suggests this device did not exhibit accelerated battery depletion but rather was explanted due to being part of an advisory population. As of 10-sep-2025, this device has not been returned to boston scientific for laboratory analysis.